Event description:
The consumer was being transferred into a bed using the r117 sling, when the sling allegedly ripped, causing the consumer to be dropped to the ground. The consumer went to the hospital as a result of the alleged incident. The specific injury is not known at this time.

Manufacturer narrative:
The consumer was reportedly being transferred in an invacare sling when the sling allegedly tore. The incident resulted in the resident falling from the sling and requiring hospital treatment. The condition and age of the sling is unk at this time. Owners manual states "after each laundering (in accordance with instructions on the sling), inspect sling(s) for wear, tears, and loose stitching. Bleached, torn, cut, frayed, or broken slings are unsafe and could result in injury. Discard immediately." Facility has not provided injury details and manufacturer has made several attempts to obtain this information. Device service and maintenance history is unk. MDR filed as a conservative measure.